Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient underwent an aortic valve replacement where this 25 mm sjm trifecta valve was implanted. The patient reports that he was lifting a heavy object on (B)(6) 2015 and on (B)(6) 2015; he woke with shortness of breath. A transesophageal echocardiogram revealed severe aortic insufficiency. On (B)(6) 2015, the valve was explanted and during the explant procedure, one leaflet was noted to be torn from the stent post. A 25 mm tissue valve from another manufacturer was implanted. A concomitant mitral valve repair was performed. The patient was reported to be discharged in stable condition.

Manufacturer narrative:
(B)(4). The results of this investigation concluded the valve had been previously dissected, and cusps 1 and 2 contained tears. There was pannus ingrowth on the basilar aspect of all three cusps. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. A review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.